Event description:
Review of svc data detected a reportable event. During servicing, monitor sn (B)(4) failed the pulse test. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. As received, the monitor failed the pulse test upon eval, the solder pads of high-voltage capacitors c19, c20, and c21 were detached from the pcb. The cause of pulse test failure is the detected high-voltage capacitor solder pads. The cause of the detached solder pads is likely mechanical shock from physical impact, as there were signs of physical damage to the monitor case. The source of the physical impact cannot be positively determined. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.